Event description:
The customer has a feeling that the abl 520 measured too high values on venous blood samples. The arterial blood samples looked ok. On cardiac patients the customer always measures one venous and one arterial blood sample. They look on the difference between the arterial and venous sample on so2. This result is used in relation to the treatment of the patient. The customer has compared results from venous blood samples from an abl 520 to a result from the same venous blood sample on a npt7. The abl520 measures a value of so2, about 20% higher than the npt7. The npt7 result has been compared to an abl 725. The npt7 and the abl 725 had the same results of so2. The customer has sent data that generally shows differences (up to 10 %) between the test results from the abl 520 and the npt7 on venous blood samples. The professor has looked at the results back in time, and every blood sample has to his opinion a to high value of venous so2.